Event description:
It was reported the pt's device has inconsistent battery measurements, although normal values. Bilateral devices appear to have less output, but normal battery depletion. The pt experienced a return of parkinson symptoms including freezing. Bilateral devices were replaced with better symptom control. Please see MFR. Report # 3004209178200807768.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.